Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (serial #(B)(4)) not powering-on was confirmed during functional test. The investigation findings revealed that the root cause of the reported issue was due to a defective power supply. A broken microchip component has fallen out from the power supply causing it to become bad. No physical damaged observed on the console during visual inspection. However, the serial number of the console was incorrect due to an exchanged of the I/o pca. The serial number was reset to the original serial number. This issue was unrelated to the reported complaint. No discrepancy observed during archive event log review. Initial functional testing could not be performed due to platform not powering on. To remedy the issue, the defective power supply was replaced. The thermogard ivtm system was re-tested and passed all functional tests. The thermogard is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with serial number (B)(4).

Manufacturer narrative:
The thermogard console (sn (B)(4)) was returned to zoll on 05 nov 2018 for investigation; however, investigaiton is still in progress. A supplemental report will be filed when investigaiton has been completed.

Event description:
During setup, the thermogard console (sn (B)(4)) made a bang noise upon power up. Following this the console was unable to power up. Adjunct therapy was used for the patient. No known impact or consequence to patient.